Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that their thermometer allegedly provided false negative readings on their child (age not specified). The device allegedly displayed 36-37°c, while a subsequent rectal measurement and an alternate digital ear thermometer (brand unspecified) indicated a fever of 39°c. It is unclear whether the 39°c reading was confirmed by a physician's thermometer. The consumer stated that treatment was delayed and that they consulted a pediatrician. No complications were reported, and the child's outcome is unknown. Kaz USA, inc. Has requested that the product be returned to our company for testing.